Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device manufacture date not available at time of this report. RMA issued to replace the polaris camera. The camera was evaluated and the reported cycling issues were confirmed.

Event description:
A medtronic rep reported a camera suspected of having cycling issues. There was no pt present.